Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device prompted to ¿connect cable¿. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to verify or duplicate the reported issue. The defibrillation therapy cable assembly was replaced as a precaution. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device prompted to ¿connect cable¿. In this state, the device would be inoperable and defibrillation therapy would not be available if needed.there was no report of patient use for the reported event.